Event description:
It has been reported to philips that the machine was stuck - the host pc was not responding. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine was stuck. Review of the system log file and did functional tests showed intermittently occurring issues with host not connecting. The fse download board software host pc verification has been checked, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.